Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead helix had tissue attached and was difficult to screw in.  The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.